Event description:
It was reported that this right atrial (ra) lead exhibited undersensing which was noted on the presenting electrogram. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information was received from the representative indicating that the cause of the undersensing was unidentified. No further action was taken.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing which was noted on the presenting electrogram. As of this time, this ra lead remains in service. No adverse patient effects were reported.